Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter performed back-to-back blood glucose test, using the same fingerstick, with results of 176 and 133 mg/dl. Reporter performed control solution test with a result of 139 mg/dl, which was out of range. A second control solution test was performed using a test strip from a new vial and the result was 123 mg/dl, which was within range. Reporter was not experiencing any symptoms.